Manufacturer narrative:
H.6 investigation summary: bd received 2 samples for investigation. One of the samples was evaluated by visual examination and the non-patient sleeve is observed to be stuck in a terumo blood collection tube. The terumo containment device (blood collection tube) used in conjunction with our blood transfer device (btd) and other acquisition products may result in incompatibility due to the design of the closure of the tube. Other stopper designs in rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to sleeve fall off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve fall off. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® blood transfer device holder with female luer adapter the sleeve fell off and remained inside the tube. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the inability to transfer blood with btd. When blood was injected using btd, the rubber sleeve remained stuck in the blood collection tube and the needle inside was still attached to the holder.